Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Event description:
Additional information was received on 09/10/2025: the staff did not record the part or lot numbers for the needles used in this surgery, and therefore, this information remains unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/19/2025, a sales representative reported via email that an ar-3636h self bunching 1.8 knotless hip fibertak soft anchor experienced an issue during a procedure. Specifically, the labral scorpion cleanly cut the suture on two separate passing attempts. When the doctor switched to the swiftstitch method, the repair suture stripped off as it was pulled out of the labrum. This issue was identified during the procedure, with no reported harm to the patient. Additional information was received on 09/04/2025: on (B)(6) 2025, during a hip labral repair procedure, an ar-16991 hip labral scorpion (lot: 1014953586) appeared to sever the repair suture while passing through the labrum. This issue occurred with two separate needles during the event. All damaged sutures were removed from the patient. The procedure was completed using an ar-1923phs suture anchor, hip pushlock. The case was delayed by approximately 5 minutes, and it is unknown whether additional anesthesia was administered.